Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent 3 level oblique lumbar interbody fusion (olif). Intra-op, the cage was the last cage to be implanted into the l2/3 disc space. As the cage was being implanted it partially broke where cage interfaces with the inserter. This was removed and a new cage was implanted. The product came in contact with the patient. The product broke but no fragments were remained in the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis:visually confirmed the implant is broken at the inserter interface, and deep secondary gouges; not all portions of implants are returned for analysis. Fracture surface examination identified brittle fracture surfaces with rays emanating away from the root of the thread. Deformation noted on both sides of the implant at the top of the face opposite the fracture. The direction and nature of fracture, in addition to the deformation is consistent with overload.